Event description:
The reporter indicated the surgeon inserted an aq2010v silicone three piece lens and the haptic tore off. The lens was removed with no patient injury and a different model lens was implanted. The reporter stated the facility uses a competitor's injection system with this model lens which is off-label use.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4) - no consequences or impact to patient, lens (iol), torn, split, cracked. Evaluation results: visual inspection of the returned product found the lens optic torn. A piece of the lens optic and one haptic were torn off. There was evidence of reddish residue on the lens. Conclusions: based on the complaint history and the evaluation of the returned product, a likely root cause of the event has been determined to be due to the off-label use of the injection system with this model lens. (B)(4).